Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Concomitant products: carto 3 system, model #: unknown, serial #: unknown. Non biosense webster, inc. - brockenbrough needle. Non biosense webster, inc - agilis sheath. (B)(4).

Event description:
It was reported that a patient, (B)(6), male, underwent a paroxysmal atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade which required a pericardiocentesis. The patient&#38112;medical history is unknown. During the ablation, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by an intracardiac echocardiography (ice). A pericardiocentesis was performed and 150cc of fluid were removed. The patient required extended hospitalization for observation. The patient was reported to be in stable condition at the time the complaint was reported. The patient fully recovered and was released from the hospital. The physician's opinion regarding the cause of this adverse event was that the septum was very floppy and the effusion must have began after gaining transseptal access. A transseptal puncture was performed using an extra sharp brockenbrough needle. The agilis sheath was being used. The generator was set to power control mode. The values set were not known. The flow setting was set at 17ml/min. The act was maintained greater than 350. There were no errors reported by the biosense webster systems. The power was not titrated during ablation. The spi value was not known. The smart touch bidirectional catheter was not in close proximity to another catheter. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 system patient interface unit. The carto 3 system did not indicate to re-zero the catheter. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.